Event description:
Last night, my son was burnt slightly on his skin when he was sleeping with his malem alarm. This is rather unusual because the alarm should not have done that. Being battery operated, the alarm should have never generated so much heat that it burnt him on his skin. This is unfortunate as we were hoping that it would treat his bedwetting; instead, it has burnt him.